Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter for special placement was found broken before use. The following information was provided by the initial reporter: "it was reported that the i.v. Catheter was found broken before use."

Event description:
It was reported that the bd angiocath¿ IV catheter for special placement was found broken before use. The following information was provided by the initial reporter: "it was reported that the i.v. Catheter was found broken before use."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 12-oct-2022. H6: investigation summary: our quality engineer inspected the 1 sample and 1 photo submitted for evaluation. The reported issue of catheter broke / separated before placement was confirmed upon inspection of the samples. Analysis of the sample showed that there was no adhesive at the junction of the cannula-hub. Bd determined that the cause of the failure was associated to our manufacturing process. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.